Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 495 mg/dl with high levels of ketones. Cause of elevated bg level was not provided. Bg was treated with 18 units of fast acting insulin. Reportedly, customer left the ER with customer in stable condition (230 mg/dl).